Event description:
Health professional implantation of seri surgical scaffold on or about (B)(6) 2014 to support revision to left breast augmentation asymmetry. The pt presented on (B)(6)2015 to correct additional asymmetry of the left breast. The device was found to be completely unincorporated with the pt tissue at that time, and the physician elected to remove and discard the device. No other adverse events or wound healing issues were noted at any time following placement of the device.

Manufacturer narrative:
(B)(4). The event of inadequate tissue ingrowth is a physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for the event. The physician discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive the device and no analysis or testing will be done. This event is being reported to FDA because the physician reported removal of the device rather than a pt injury associated with the device. Device-relatedness has not been established.